Event description:
As initially reported to customer relations: a 56-year-old female patient underwent an ercp (bile ducts) in which the evolution biliary controlled-release stent- partially covered, g23139, was used. When releasing the safety guide wire, it was evident that the stent was not completely released from the catheter and was trapped by the loop. Another stent from cook medical was requested and the procedure was completed successfully. Patient/event info - notes at what stage of the procedure did the complaint occur? (When unpacking or preparing the evolution, while inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning/removal) during stent placement what endoscope type and channel size was used? Fujinon - ed530xt8; channel size - 4.2mm what was the position of the elevator? Open details of the wire guide used (diameter, type, make)? Metii-35-480 cook medical. Was the zip port facing upwards and slightly curved when backloading the wire guide? Yes did any part of the stent contact the patient¿s anatomy when the complaint occurred? Yes please advise the anatomical location of the intended target site. Common bile duct. How long was the stent in the patient by the time this complaint occurred? About 04 minutes for devices where the IFU states for longer term patency has not been established, was periodic evaluation completed? N/a if yes, how often was this completed? N/a did the patient require any additional procedures as a result of this event? N/a what intervention (if any) was required? N/a was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No if yes, please specify what was observed and where on the device it was observed. Should the difficulty occur during stent placement, request the following: did the product fail during stent deployment or recapture? Deployment if other, please specify. Was the directional button pressed during use? Yes was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? Yes was the yellow marker kept in view during deployment? Yes are images of the device or procedure available? See attached notification email

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
A supplemental report is being submitted due to the completion of the investigation on 11-aug-2025.

Manufacturer narrative:
Device evaluation the evo-pc-10-11-6-b device of lot number cf2124147 involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. As per (B)(4) - stent loading instruction for evolution biliary (pc & fc) step 2.18 "manipulate the stent grasping feature and stent loading suture loop as shown." Step 2.19 "pull the anchor wire through the stent grasping feature, through the stent loading suture loop and finally through the grasping feature loop as shown." The procedure outlines steps for connecting the suture to the anchor wire, if the peek was incorrectly placed through the suture, this step would not be possible. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of the relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: it should be noted that the instructions for use (ifu0057) states the following: ¿when stent point-of-no-return has been passed, disconnect luer lock fitting to remove safety wire completely from delivery handle¿. There is no evidence to suggest that the customer did not follow the instructions for use. Image review: images were provided to support the complaint investigation. They were reviewed through cook research inc. (Cri) and the following comments were provided by the independent reviewer . Impression: based on the description of the complaint, the operator claims the safety wire was removed, and the stent did not release from the deployment system. The single image of the mostly deployed stent does demonstrate the end of the stent in a constrained configuration as if the safety wire had not been removed allowing it to flare and release from the deployment system. There is no description regarding removing the safety wire, ie was there difficulty in removing the wire, did it break? Besides a manufacturing defect, or potentially inadvertently breaking the safety wire and not removing the wire in the entirety, I offer no other explanation for the issue with the information contained in the complaint report. Root cause analysis: a definitive root cause could not be determined. A possible root cause could be attributed to device handling or difficult patient anatomy. It is possible that during deployment a tortuous path may have caused a build-up of pressure which may have led to difficulty removing the safety wire, as a result the stent could not be deployed. It is also possible that the user was unable to remove the safety wire due to a kink in the introducer which may have occurred during device prep or during advancement of the device to the target location. As a result of the safety wire being unable to be removed, the stent could not be deployed. It is also possible that the safety wire broke during it's removal and remained attached to the stent, preventing deployment of the stent. However, as the device was not returned for evaluation, the cause of this complaint could not be conclusively determined. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Confirmed quantity of 01 x used device. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The procedure was completed using another device. A possible root cause could be attributed to device handling or difficult patient anatomy. Complaints of this nature will continue to be monitored for similar events. Confirmed quantity of 01 x used device.